Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while the 3100a was being used on a patient, the ventilator turned off without an audible alarm. The customer reported that they restarted the ventilator and it continued to operate properly. The customer stated the patient's current condition is unknown but there is no reported allegation of patient harm and the patient condition is reported to have no change after the event.

Manufacturer narrative:
The carefusion factory service center received the suspect device, a 3100a ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue. A complete system check and 12,000 hour maintenance procedure were performed. The unit operates per manufacturer's specifications.